Manufacturer narrative:
Evaluation of the first packing coil lp revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered upon advancement, and the smart coil may not advance within its introducer sheath. During the functional test, the packing coil lp was able to be advanced through its introducer sheath with resistance and through a demonstration microcatheter without an issue. Further evaluation revealed kinks in the pusher assembly. These kinks were likely incidental to the reported complaint and may have occur during packing for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01172.

Event description:
The patient was undergoing a coil embolization procedure in the gastrointestinal (gi) tract using packing coil lps. During the procedure, a packing coil lp would not advance within the introducer sheath and was stuck in the initial position. Subsequently, the packing coil lp was removed. The next packing coil lp would also not advance within the introducer sheath was stuck in the initial position. Therefore, the packing coil lp was removed. The procedure was completed using another packing coil lp. There was no report of an adverse effect to the patient.